Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of system revision due to infection. No additional adverse patient effects were reported. The crt-d was explanted.

Manufacturer narrative:
This supplemental report is being filed to correct the b5: describe event or problem and h6: patient codes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of system revision due to infection. No additional adverse patient effects were reported. The crt-d was explanted. Additional information indicated that the patient had bacterial infection. No additional adverse patient effects were reported.